Event description:
It was reported that the customer was hospitalized due to a heart attack and diabetic ketoacidosis. At the time of the phone call, the insulin pump's battery cap had been lost. The customer was sent a replacement battery cap and a tubing clamp so that troubleshooting could be performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.